Manufacturer narrative:
Insulin pump was received with a cracked lcd window and a broken belt clip rails. Pump was also received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir did lock in place into the insulin pump. The customer also stated that the retainer ring was cracked and reservoir compartment was chipped. Insulin pump screen and belt clip rails at back had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.